Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had unexpected restart and motor error alarm. The customer¿s blood glucose level was 212 mg/dl at the time of the incident. Customer reported they were able to clear the alarm and complete rewind. Customer stated that alarm recurring during normal insulin pump use. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed a21 after battery change and resets time/date to factory default due to c13 voltage leak at interface board. Also, device received stuck in the motor error loop during bolus/basal delivery. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed.